Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-02593. Related manufacturer reference number: 2017865-2020-02594. It was reported that the patient presented to the clinic with their pacemaker eroding through their skin. Upon investigation, it was noted that there was evidence of a systemic infection. The physician successfully explanted the device and both the ventricular and atrial leads. The patient was stable before, during and after the procedure.